Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the screw helix tip of the atrial lead was failed to extend and the lead body was twisted. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 45.9cm with the helix extended and covered in blood / tissue. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was due blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.